Event description:
Healthcare professional reported rupture. Device is explanted. This relates to the left side.

Event description:
Healthcare professional reported rupture. Device is explanted. This relates to the left side.

Manufacturer narrative:
Evaluation codes. F2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the posterior side assessed as surgical impact opening. (Shell thickness was within specification) no additional observation.

Event description:
Healthcare professional reported rupture. Device is explanted. This relates to the left side.